Event description:
It was reported that "spring bar popped and was found during routine post op x-ray."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer reported event of spring bar popping and screws backing out from the aviator assy two level plate was confirmed via post op x-ray images. The locking bar deformation was recreated onsite at stryker spine and a report was generated. The surgical technique recommends a side to side rocking technique to release the guide. If the guide is over articulated during this step, the spring bar can pop out. Conclusion: it is unknown if the surgeon over articulated the drill guide, so this is only a possible failure mode. The root cause of the failure mode cannot be determined due to the absence of the device.

Event description:
It was reported that "spring bar popped and was found during routine post op x-ray."